Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress incontinence. Following insertion, the patient experienced severe incontinence, painful intercourse, lack of feeling in vagina and inability to detect need to urinate, need for stool softeners daily, stool feels as if it is going through vagina, and frequent bladder infections. It was reported that patient underwent mesh removal in (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent removal of exposed mesh in (B)(6) 2011.